Event description:
It was reported that there was backflow across the check valve of a clearlink continu-flo solution set. This occurred during infusion of a multivitamin. The reporter stated that solution from the multivitamin piggyback bag had flowed into the primary fluid bag. The reporter stated that the main fluid bag was hung lower than the piggyback bag. A new line was set up for the patient to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.